Event description:
Invalid result(s). Invalid result. The user reported that they performed the test procedure correctly, but the test didn't produce a control (c) line. Purchased from cvs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4080004 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The test results of retention samples from cov4080004 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Invalid result. The user reported that they performed the test procedure correctly, but the test didn't produce a control (c) line. Purchased from cvs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.